Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018 a loss of connection occurred. The complaint states that loss of connection was reported. Product was provided for investigation. Confirmation of the complaint was undetermined via product. The probable cause could not be determined via product.